Event description:
Catheter packaging not peeling apart easily, paper "sticks and tears in spots". He said in his last 2-3 orders about 70% of the catheters' (not every catheter affected in each box) packaging is not peeling apart easily in 2 even pieces as he was used to. He said it has been sticking in spots and tearing the paper unevenly. He said visually no defects/ no differences with the packaging he can tell prior to peeling it open. He said the catheter works just fine and it is not affected. No harm reported just that it is a nuisance with the packaging. This emdr covers the unknown number of catheters associated with the defect.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Per the supplier investigation, no quality issue was observed with the manufacturing of this lot. It was noted: 1- peeling the pouch horizontally with paper upwards keeps more possibility of paper delamination. 2- sealing strength of the complained lot is a little higher than others, which may cause different feeling under different peeling ways. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.